Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported air detection malfunction which was not reproduced. The air detection malfunction was verified through a review of the event history log as air-in-line alarms and found to be caused by continuity across the ultrasonic sensor tail pins. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a malfunction with air detection. There was no known patient injury or medical intervention associated with this event. No additional information is available.